Manufacturer narrative:
This report is submitted february 13, 2018.

Event description:
Per the clinic, the patient sustained a trauma to the implant site, resulting in a loss of connection to the implant. Subsequently, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device.